Manufacturer narrative:
(B)(4). Date sent: 1/2/2024. D4 batch #: y70251. Additional information was obtained: the condition of the patient has been stable. The following comments were obtained from the primary surgeon: -at this time, we do not believe there are any residual fragments of the broken blade in the body. -at this time, we do not believe that there are no broken pieces left in the body, and we are not considering any additional procedures for the patient. -during the procedure, the staple line was separated when creating the entry hole for insertion of the suture anvil. And we do not recall the device coming in contact with the forceps or clip. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip and coating damaged, however, the blade was not cracked. The blade was not broken off as reported. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y70251 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic gastrectomy, the nurse noticed that the tip of the device had come off when she was wiping the device with the gauze. The residual in the body would be confirmed by x-ray after the operation, but this has not been confirmed at this stage. An unknown error occurred. The underside of the blade tip appeared to be chipped. The device was used on a blood vessel. There was no bleeding. Gen11 was used. Another device was used to complete the case. No further information is available.